Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose of 1,400 mg/dl on (B)(6) 2018 and was taken to the emergency room. Customer¿s mother stated that the doctors at the hospital indicated the incident might be related to the insulin pump. The customer called back later to provide the details. The customer was admitted with low electrolytes and diabetic ketoacidosis. Blood glucose value at the time of admission was 1,100 mg/dl. The customer was being treated with insulin drip and was going through dialysis. The customer was unable to troubleshoot. The insulin pump will not be replaced for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.